Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg record for this particular batch shows that the device met its material, assembly and product specifications. The most probable root cause of the reported difficulty is determined to be "anticipated procedural complication".

Event description:
Taxus express post market surveillance study. It was reported that 179 days following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the pt presented with stent restenosis requiring subsequent reintervention. The index procedure treated the de novo, 100% stenosed 2.75x30 target lesion located in the proximal right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.0x10mm balloon inflated to 16 atmospheres (atms) and the placement of a 2.75x28mm taxus express2 drug eluting stent deployed at 16 atms. No post dilation was performed. Ivus was performed confirming the stent was well apposed resulting in 0% residual stenosis. Two non study lesions located in the mid and proximal left anterior descending (lad) artery were also stented with a non bsc stent each. The pt was discharged 7 days later on bayaspirin and patyuna. At 179 days post the index procedure, in- stent restenosis was confirmed in the target lesion and stenosis was confirmed in the distal lad. The 99% restenosed 2.75x33mm target lesion located in the proximal rca was treated with ballooning and the placement of a non bsc stent resulting in 0% residual stenosis. Treatment for the 100% stenosed distal lad non target lesion utilized ballooning, resulting in 25% residual stenosis. The pt's condition "became better" and he was discharged on day 192. No angina pectoris was confirmed at follow up visits in 2008. Per the physician, the relation between the study device and the event was listed as "possible".